Event description:
On 6/8/96 pt slipped and injured her left hip. Admitted to hosp on 6/18/96 for subtrochanteric fracture of left hip. Implanted with hip screw and side plate, 8 hole. On 8/20/96 x-rays taken showed side plate to be broken. On 8/21/96 side plate removed and replaced with a im rod.